Manufacturer narrative:
The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Meter controls are run every 12 hours. At 2:50 a.m. Level 1 passed and at 2:51 a.m. Level 2 passed. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant glucose result with accu-chek inform ii meter serial number (B)(4) when compared to a laboratory result. At 3:17 a.m. The meter result was 36 mg/dl and at 3:21 a.m. The meter result was 68 mg/dl. Both meter results were received via fingerstick. At 3:48 a.m. The meter result, via line drawn, 48 mg/dl and at 3:48 a.m. The laboratory result was 97 mg/dl. It was unknown if the meter line draw was arterial or venous. The patient is okay.